Event description:
A (B)(6) male pt contacted zoll customer support to report an unrelated issue. During servicing, a reportable event was discovered. The monitor would not respond to the ¿press response button¿ command while powering on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor would not respond to the ¿press response button¿ command in order to power on. The cause for the inability to respond to the command is a detached response button. The root cause for the detached response button cannot be positively identified but is likely an assembly error. No adverse event resulted from the defective response button. The pt received a replacement monitor.